Event description:
A (B)(6) female patient contacted zoll customer support to report that her electrode belt connector was damaged while she was trying to troubleshoot check belt messages. The patient was provided with a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. The electrode belt connector was damaged and the locking nut was missing. The root cause for the damaged connector and missing locking nut was not positively identified. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.